Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex braid was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the customer was performing normal operations, and after p27 was in place at m2, the stent 4.75-18 was selected. After the stent was fully hydrated, the stent delivery began. The stent reached the end of mi and began to deploy the tip end. It was deployed in the straight section of m1. The tip end of the stent had not been opened, and the tip end of the stent had not been opened even when the guide wire was pushed. After that, it was retrieved and pulled back to the internal carotid artery as a whole. The tip end of the stent did not open, so after replacing the stent 4.75-20, the operation was performed and the stent opened smoothly. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone was 4.3 mm distal and 4.8 mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was the contrast agent was obviously retained, and the blood flow in each branch was smooth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was determined to be related to the tip end being damaged. It was clarified that "p27" was referring to phenom 27. The pipeline had not been placed in a vessel bend when it failed to open. Regarding additional steps attempted, the whole stent was pulled back to the internal carotid artery and retrieved again. All the operations were done, but it still didn't open.